Event description:
Asr revision; hip(s) revised: left; asr resurfacing; reason(s) for revision: pain and alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, hip(s) to be revised: left, asr resurfacing, reason(s) for revision: component loosening - cup, pain and alval / soft tissue reaction. Update - email received (B)(6) 2012 - acetabular component loosening update: added further revision reason and surgeon name. Received: (B)(6) 2013. Asr-(B)(4) update - added additional hospital taken from claimsuite dated (B)(6) 2014.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 26033 reason for original complaint ¿ asr revision hip(s) to be revised: left asr resurfacing reason(s) for revision: component loosening - cup, pain and alval / soft tissue reaction. Update - email received 20 dec 2012 aoife travers - acetabular component loosening update: added further revision reason and surgeon name. Received: (B)(6) 2013. Asr-irl-12657 update - added additional hospital taken from claimsuite dated (B)(6) 2014 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.